Event description:
A report was received that the patient underwent a pocket revision as the patient's implant appears to be superficial. The physician made the pocket deeper. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.